Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was exhibiting high impedance, oversensing, noise, short ventricular intervals and high thresholds. It was also reported that several episodes of ventricular fibrillation (vf) were not treated. The lead was taken out of service except for the superior vena cava (svc) defibrillation portion of the lead and a new lead was implanted. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.